Event description:
Event description: ecn event description: null patient present at time of event? Yes, patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: performed another tcar the following day patient discharged from hospital? Unknown patient. Outcome: expected to fully recover. Additional information obtained from the representative on 09jul2025 indicates the physician was uncertain but suggested the dissection event may have been related to either the "kumfi" (likely a typo for kumpe) catheter or the .014 guidewire. The dissection was identified post-operatively.

Manufacturer narrative:
Complaint investigation has been completed as part of this report.

Event description:
Event description: ecn event description: null patient present at time of event? Yes, patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: performed another tcar the following day patient discharged from hospital: unknown patient outcome: expected to fully recover. Additional information obtained from the representative on 09jul2025 indicates the physician was uncertain but suggested the dissection event may have been related to either the "kumfi" (likely a typo for kumpe) catheter or the .014 guidewire. The dissection was identified post-operatively.